Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor errors thrice. The caller did not know the blood glucose reading. The caller stated that the insulin pump then went into off no power mode without any low battery alarm preceding it. The caller stated that he was able to get the device to work normally after cleaning the battery compartment and cap and by shaking the insulin pump lightly. He was advised to discontinue use of the insulin pump. Nothing further reported.